Manufacturer narrative:
Concomitant product: 4965-15 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead experienced a possible fracture, high threshold and high bipolar pacing impedance. The lead was reprogrammed off and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.